Manufacturer narrative:
(B)(4). Indication for use. The starclose se vascular closure system instructions for use states: do not use the starclose se vascular closure system is the puncture site is located in the superfiical femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a diagnostic coronary angiogram. Reportedly, after the procedure, the patient's right leg was cold and extremely painful. A femoral angiogram showed the clip occluding the vessel at the bifurcation of the common femoral artery and the profunda femoris artery. The vessel was reopened with a stent. The patient had thrombus present in the femoral artery and both tibial arteries. Anticoagulants were given overnight. The next day the patient returned to the cath lab for thrombus removal. Additional anticoagulants and ballooning were used to open the anterior tibial artery. The patient was doing well by afternoon. It is unknown if the operator is trained in the use of the starclose se device. No additional information was provided.